Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the placement of a pacing lead the stylet was not able to be advanced and became stuck/ blocked before the middle of the lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that there was blood on the distal conductor of the lead and it was obstructed. The analyst noted that the distal conductor was obstructed at 19 cm from the connector pin. If information is provided in the future, a supplemental report will be issued.